Manufacturer narrative:
(B)(4). Statement from manufacturer: received one piece of used, filled of easypump ii lt 100-50-s without original packaging. In as received condition, clamp clip is not clamped and the original wing cap has been replaced with two way connector. Big top cap is opened and discofix cap is removed. No crystallized/solution residue detected at cap valve. No other deviation is observed. Analysis: two way connectors is removed. No flow is observed. Complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at section a. Immediately observed flow of solution. It can be concluded that complaint sample is not working due to blockage at glass tube. Corrective measures have been initiated and are documented under CAPA (B)(4). Justification: justified.

Manufacturer narrative:
(B)(4). We received one used, filled easypump ii lt 100-50-s without packaging (contaminated with 5-fu)connected with a other line. The received sample was visually inspected. Damages or manufacturing faults were not detected at the sample. On the received sample the white tube clamp was closed. The original wing cap was not handed over by the customer; the patient connector was connected with another line. After opening the top cap and removing the closing cone, we detected liquid at the filling port (lli-cone). Furthermore, we detected crystallized drug residues at the lla-cone of the patient connector. The sample was filled up to the nominal volume with nacl 0.9% and a functional test respectively a leak test was carried out. After waiting for a while the pump did not work (solution was not running). The pump was then squeezed by hand and the functional test was carried out again. Subsequently the pump did not work (solution was not running). The tested sample is not in accordance with our requirements. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): patient returned after 2 days with almost all of the medication (5fu) still present in the pump (no flow).